Manufacturer narrative:
A review of tickets determined normal complaint activity for lot 55406uq07 and no trends for the issue for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the total bilirubin reagent and architect system operations manual product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total bilirubin reagent, lot 55406uq07.

Manufacturer narrative:
The suspect medical device architect total bilirubin reagent, list number 06l45-41, lot 55406uq07, was filed on the incorrect manufacturing site abbott laboratories, 100 abbott park road, abbott park, il 60064-3500, USA in both section d suspect medical device and section g 1,2 manufacturing site. The correct manufacturing site for both sections is abbott laboratories (irving ia/cc), 1915 hurd drive, irving, texas, us, 75038. MDR number 3016438761-2020-00062 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer observed erratic total bilirubin results on one patient on the architect c8000 analyzer, serial number (B)(4). The following data was provided: total bilirubin = 5.4mmol/l, direct bilirubin = 6.6. The sample was tested on another architect c8000, serial number (B)(4) - total bilirubin = 6.5mmol/l, direct bilirubin = 7.0. The sample was then retested on sn (B)(4) - total bilirubin = 1.9mmol/l, direct bilirubin = 5.9. There was no impact to patient management reported.